Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. No damage noted on the original battery cap. Unit had broken battery tube threads, minor scratched display window, cracked reservoir tube and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 60 mg/dl. Customer reported that charger was blinking red and that pieces of battery cap was cracking off. Customer was advised that insulin pump would need to be replaced.